Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6 d10: item# unk baseplate; lot# unknown h6: proposed component code - mechanical (g04)- stem attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name: (B)(6). G2: foreign - event occurred in argentina. G2: literature - vaccaro, r., rossi, l. A., larrague, c., farias, I., domenech, I., tanoira, I., & ranalletta, m. (2025). Reverse shoulder arthroplasty with tuberosity healing after proximal humeral fractures and rotator cuff arthropathy: similar functional outcomes and complications in patients after 10 years follow-up. Journal of shoulder and elbow surgery. Https://doi.org/10.1016/j.jse.2025.04.030. H6: proposed component code - mechanical (g04) stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a journal article was retrieved from journal of shoulder and elbow surgery (2025) that reported a retrospective study from argentina. The purpose of the study was to compare the functional outcomes, complications, and revision rates of reverse total shoulder arthroplasty (rtsa) for the treatment of proximal humeral fractures (phfs) in patients who achieved anatomical tuberosity healing and those treated with rtsa for rotator cuff arthropathy (rca) after a minimum follow-up period of 8 years. The study reported 1 patient experienced a periprosthetic fracture requiring revision. No further discussion was provided. Attempts have been made and no further information has been provided.